Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was updating the pump software when an unspecified malfunction occurred. Customer was able to update the pump, the unspecified malfunction was cleared, and insulin delivery was able to be resumed. Customer¿s blood glucose level was 176 mg/dl.